Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm promus premier¿ stent was advanced to the lesion. An attempt was done to inflate the stent delivery system (sds) balloon however it would not inflate. It was then noticed that there was a hole in the sds balloon. The device was removed intact and the procedure was completed using a different device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device lot number: corrected from 0016705331 to 16586437. Device expiration date: corrected from 12/29/2014 to 10/29/2014. Device manufactured date: corrected from 02/13/2014 to 12/20/2013. Device evaluated by MFR: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Following on from the initial examination of the balloon, an attempt was made to inflate the balloon; it was found that the inflation fluid used was leaking through the tip. The tip was then restricted by the use of a product mandrel to ascertain if the balloon could be successfully inflated. During this method the balloon partially inflated and as a consequence, partially expanded the crimped stent. Following a microscopic examination, there was no leak evident on the balloon chamber or any of the associated bonds to the balloon. The bumper tip of the device showed no signs of damage. The inner was broken at the bi-component bond. The bi-component bond break was visually evident and appeared as a 2.89mm separation in the inner during microscopic examination. There was evidence of compression to the inner wire lumen wall and appeared as buckling of the lumen. As the bi-component bond was broken, this is the cause of the balloon being unable to inflate and as a consequence being able to note fluid leaking from the tip of the device. A DHR review of the bi-component inner crimp bond was completed and found no anomalies with catheter. A visual and tactile examination found multiple kinks along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm promus premier¿ stent was advanced to the lesion. An attempt was done to inflate the stent delivery system (sds) balloon however it would not inflate. It was then noticed that there was a hole in the sds balloon. The device was removed intact and the procedure was completed using a different device. No patient complications were reported and patient's status is fine.